Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " pain and texture changes", ¿slight fluid tracking along the implant¿ and "the product has been recalled " and later reported "minor implant folds with fluid tracking the fold" "numerous folds", "anechoic fluid ", "possibility of implant rupture with free silicone", "5 mm simple cyst" and "axillary lymph nodes with cortical thickening, potentially reactive". This record is for the right-side. Device remains implanted.